Event description:
The patient was undergoing a coil embolization procedure in the distal branch of the splenic artery using pod packing coils (packing coils) and a non-penumbra microcatheter. It should be noted that the patient''s anatomy was tortuous. During the procedure, while advancing the second packing coil towards the target vessel, the packing coil unintentionally detached. The physician then injected saline through the microcatheter and successfully implanted the packing coil into the target vessel. The procedure was completed using another packing coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device was implanted in the patient; therefore, a device investigation could not be performed. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for the lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.